Event description:
A malfunction alarm with code malf 9 was reported. There was no reported impact to the customer's blood glucose level, as the customer declined to answer whether the level exceeded 500 mg/dl. Technical support provided information for resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur.